Manufacturer narrative:
This event was reported to the manufacturer through the sure avr registry. The manufacturer requested the internal clinical review of this event, which assessed as device related. Not explanted.

Event description:
The event was notified to the manufacturer through the sure avr registry: a mitroflow aortic heart valve mode:dl size:23 was implanted on (B)(6) 2015, the device was implanted supra annular with non everting suture technique. A mitral valve replacement was also performed via median-sternotomy on (B)(6) 2017, the patient died of endocarditis as reported by the site. No autopsy was performed.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Correction (in 3004478276-2017-00211 follow-up #2 was included the wrong information in field b5). The correct update received by the manufacturer is reported in this follow-up #3.

Event description:
The death was a multiple organ failure after an endocarditis ((B)(6)).

Manufacturer narrative:
Has been updated. Based on a follow-up received by the surgeon, the patient suddenly died at home. The surgeon reported that no link between the valve and the patient death has been identified.

Event description:
Update received on january 22, 2018 from the hospital. The patient died suddenly at home, no link between the valve and the patient death has been identified.